Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting. The patient samples were collected in 5-7 mm lithium heparin tubes and were all capped. The fresh samples were centrifuged at 3,000 rpm (rotations per minute) for ten minutes at ambient temperature. The customer indicated the laboratory technician did not tightly secure the sample probe screw during system troubleshooting on (B)(4) 2012. This medwatch report is related to MDR 2050012-2013-00038.

Event description:
The customer reported falsely elevated glucose results, for multiple patients on two separate days, involving the unicel dxc 800 synchron system. One patient obtained an erroneous glucose result of 476 mg/dl. Subsequent analysis of the patient sample, on an alternate analyzer, recovered a lower result of 159 mg/dl. The erroneous result was released out of the laboratory, and the patient was administered insulin drip based on the false value. An amended report of 159 mg/dl was issued to the hospital. There has been no report of current patient outcome to date. In addition, the customer stated fluid leaked at the three-way valve tubing. The fluid was on the cover and contained within the instrument. Further troubleshooting indicated the cartridge sample probe screw was loose causing the sample pickup tubing line to be loose and leaked sample aspirated during the sample pickup/aspiration cycle. The customer re-tightened the screw and resolved the issue. There was no report of operator injury or adverse effect associated with this event. The customer also noted no sample detected system message displayed at the time of the event. The customer indicated some quality control (qc) data points were out of specification prior to and on the day of the event. The customer was advised to review all patient data back to the last acceptable qc. The instrument was returned to normal operation. This is report one of two.